Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for rising/high impedance and an impedance spike on the superior vena cava (svc) defibrillation coil impedance. Impedance spikes were also noted on the rv defibrillation coil impedance and the rv tip-to-rv coil pacing impedance. Reprogramming was completed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.